Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was noted that the pump casing around the display was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 date of submission 1/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 1/18/2016 with the following findings: during visual inspection of the pump, it was observed that there was a crack between the case seal and the display. Unrelated to the initial complaint, it was observed that the display lens was peeling up and the bolus button was missing.

Manufacturer narrative:
Follow-up # 1 date of submission 1/05/2016 - device evaluation: the device has been returned and evaluated by product analysis on 12/21/2015 with the following findings: during visual inspection of the pump, it was observed that the display lens was peeling off and a crack was found near upper the left corner of the display. Unrelated to the original complaint, it was observed that there was a crack in the cartridge compartment that travels down to the bumper pad and travels back up to the other side of the cartridge compartment. There was also moisture found under bolus button.